Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain, loosening and metallosis. Update (B)(6) 2017 pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated slightly elevated chromium levels and markedly elevated cobalt levels (no labs). The stem is being added to the complaint and part/lot is being updated for the head/liner. No date of revision has been provided. No indication of product loosening as previously alleged.

Event description:
Litigation alleges patient suffers from pain, loosening and metallosis. Comment: loosening was alleged, but we are unaware which product litigation is referring to. Should additional information be received, we will update the complaint at that time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.